Event description:
It was reported the pt was experiencing an increased recharge burden. A replacement charger was sent to the pt which did not resolve the issue. The pt is unable to communicate with any external devices and is no longer receiving stimulation. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.